Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the returned broach handle confirms the reported complaint. The handle does not lock down tight and stay in place. The surface of the broach handle shows significant gouging and scratching suggesting heavy usage. The root cause is being attributed to user error. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The broach handle will not hold a broach. The handle will not close and stay closed during insertion and extraction for the trial.